Event description:
Customer reported a button error alarm. The customer's blood glucose was 130 mg/dl. The customer stated he was outside in the heat prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.